Manufacturer narrative:
This event occurred in deu. (B)(6).

Event description:
The customer stated that they received questionable results for four patient samples tested with gluc3 glucose hk gen.3 and trigl triglycerides on a cobas 8000 c (701) module. Of the four samples, two had erroneous trigl results and two had erroneous gluc3 results. The erroneous results were not reported outside of the laboratory. The customer also mentioned that the cholesterol result for a fifth patient sample does not match the rest of the values measured from the sample. The customer mentioned that they had sporadic issues with four of their clinical chemistry analyzers. No details were provided. The first sample was tested twice on the c 701 analyzer, resulting with trigl values of 14 mg/dl and 2 mg/dl. The sample was repeated on a different analyzer, resulting with a trigl value of 121 mg/dl. The second sample was tested twice on the c 701 analyzer, resulting with trigl values of 2 mg/dl and 0 mg/dl. The sample was repeated on a different analyzer, resulting with a trigl value of 80 mg/dl. The third sample was tested twice on the c 701 analyzer, resulting with gluc3 values of 114 mg/dl and 2 mg/dl. The fourth sample was tested on the c 701 analyzer, resulting with a gluc3 value of 2 mg/dl. The sample was repeated on a different analyzer, resulting with a gluc3 value of 73 mg/dl. No adverse events were alleged to have occurred with the patients. The gluc3 reagent lot number was 360979. The trigl reagent lot number was 364331. The reagent expiration dates were asked for, but not provided. The field service engineer adjusted the mixer. The customer had no further issues after the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.